Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) . Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, functionally and leak tested. The balloon did not pass the functional pressure test, it had a pressure output reading above specifications. No leaks, damage or abnormalities were found. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The cuff was visually inspected, and leak tested. The cuff was identified to have folds. No leaks were identified.

Event description:
It was reported that this artificial urinary sphincter (aus) was returned without any performance allegation. Upon analysis of the returned components, it was noted that the balloon did not pass the functional test. No additional information was provided.